Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. (4.3.4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. During troubleshooting with tandem technical support it was discovered the customer was using cold insulin. Reportedly, the customer continued to use the pump for insulin therapy. The customer's blood glucose was 103 mg/dl.